Event description:
Five (5) months after the index procedure the patient complained of chest pain. Approximately two (2) months after this complaint of chest pain, the patient had coronary angiography performed. Note that the date of the coronary angiography is reflected as the event date. A 75% stenosis was observed at the level of the first (1st) diagonal branch. The vessel was reported to be "jailed" by the previously implanted cypher stent. No treatment was done and no change was made to the patient's medical regimen. The physician's comment regarding the probably cause of the event was that it was due to a plaque shift when the stent was deployed. The patient had not recovered at the time of the report. The patient was included in a clinical study. The index procedure was an elective case. The target lesion was the proximal left anterior descending (lad) artery. The lesion was reported to be: an in-stent-restenosis (isr) of a previously placed bare metal stent (bms-brand unknown), eccentric, discreet, not calcified, not tortuous, a 77% stenosis, not a bifurcation lesion, absent of pre-existing clot, 10.01 mm in length, and type b1. The lesion was not pre-dilated. A cypher 3.0/13 mm stent was deployed at 16 atm for 16-30 sec. The stent was post-dilated with a 3.25 balloon at 22 atm - duration unknown. Ivus was done. The flow pre and post-procedure was timi-3. The residual stenosis was 10% stent to vessel sizing was reported to not be one to one (1:1) pre-medications were: aspirin 200 mg/day, and ticlid 200 mg/day. Intra-procedure medications were: heparin 10,000 units, isosorbide mononitrate 10 mg/day, aspirin 200 mg/day, and ticlid 200 mg/day, post-procedure medications were: aspirin 200 mg/day, and ticlid 200 mg/day. Please note that device is distributed outside the united states; however it is similar to the united states product. The product is not available for evaluation and testing.